Event description:
It was reported that the patient underwent a surgery to remove the two screws for unspecified reasons.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical analysis indicates that it was reported by the patient that he had two screws removed for unspecified reasons. Patient indicated that there was no problem with the screws, however was very reluctant to provide further information about the surgeon or hospital. The patient provided lot numbers for the revised screws. Based on insufficient information, no clinical assessment is able to be performed. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.